Manufacturer narrative:
The subject device was returned to olympus medical system corp. (Omsc) for evaluation. The operating wire was broken at 940 mm from the distal end. The operating wire of the proximal side and the operating pipe were not returned to omsc. Proximal end of the operation wire was stretched. The basket wire was deformed. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the similar cases in the past, it is surmised that during crushing the calculus, a larger load than durability strength of the product was applied due to the factors such as size, hardness, and shape of the calculus. As a result, the basket wire might be broken. The instruction manual of the device has already warned as follows; do not use this lithotriptor bml-110a-1 for a calculus that is assumed impossible to be crushed by this lithotriptor. The basket wire etc. May break and part of this lithotriptor may remain in the body. Use this instrument by having the settings to switch to open surgery and the hospitalization plan ready in case the calculus cannot be crushed by lithotriptor bml-110a-1. This instrument will deform and/or deteriorate by performing lithotripsy. When lithotripsy is repeated, it will deform and/or deteriorate furthermore. By such deformation and/or deterioration, calculus may not be crushed and/or the instrument with calculus engaged may not be removed from the body. If lithotripsy is required to be repeated in a single case, make sure to check each time that no abnormality is found in action and/or appearance (e.g. Basket wire cut or worn, tube sheath bent, notable coil sheath bent or gap etc.). Stop use when any abnormality is detected.

Event description:
During an endoscopic retrograde cholangiopancreatography, the subject device was used. The user tried to crush the calculus with the subject device, but the operating pipe was broken and the subject device was incarcerated. The user tried to crush calculus and release the device using emergency lithotripter. The operation wire of the device was broken. The user inserted a stent for endoscopic nasobiliary drainage into the bile duct of the patient and stopped the procedure with the broken device remained in the patient. On (B)(6), the user crushed the calculus by extracorporeal shock wave lithotripsy. On (B)(6), the user conducted ercp and retrieved the subject device from the patient body. The patient was discharged from the hospital on (B)(6).